Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, upon opening the product, the tech noticed that needle and suture were not connected on two sutures. A new device was used to resolve the issue and complete the case. There was no patient involvement.